Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. H6. Investigation results - there is no specific information provided for the optetrak logic device. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a first left knee arthroplasty revision on (B)(6) 2017 and then approximately 5 years later was revised for a second time on (B)(6) 2023 for osteolysis, bone loss, synovitis component loosening, polywear and debonding, instability, joint pain, stiffness, and swelling, foreign body reaction synovitis: insufficient information. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H10. D10.concomitant medical products information: optetrak logic cc femoral size 5 (02-010-06-0250, 4588495); optetrak ext stem femur (204-40-16, 3711516); screw bone 7mm optetrak tib knee ext stem (204-70-00, 4743305); logic post. Aug. Block size 5 (02-010-06-0551, 4417039); logic post. Aug. Block size 5 (02-010-06-0551, 4544403) updated/additional information ¿ a2. A3. D4. G1. G2. G4. H4. H6. H7. H9. The revision reported was likely the result of prosthesis wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and osteolysis could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Event description:
Revision op report - diagnosis: left knee polyethylene failure findings: poly wear and debonding, osteolysis. The entire joint was inspected showing significant osteolytic synovitis. Chronically inflamed synovium was resected from the suprapatellar pouch and anterior surface of the bony femur. The patient arrived in pacu in stable condition with no apparent complications. There is no additional information available.

Manufacturer narrative:
Additional manufacturer narrative- b5 additional information, h6. There is no additional information available.